Manufacturer narrative:
Reported event: an event regarding disassociation and fretting involving a lfit v40 cocr head that was mated with an accolade stem was reported. The event was of disassociation and fretting was confirmed through medical review. Method & results: product evaluation and results: no product was returned for evaluation however, photographs were provided for review. Photograph showed a recently explanted head with obvious damage to the outer rim of the head along with damage to the bottom of the inner bore of the head. Material analysis, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: event description: it was reported that the patient¿s right hip was due to dissociation of the head from the stem. Intra-operatively, trunnion wear and metallosis were also observed. A stem, and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed that he can provide pictures, there were no allegations against the revised liner, and no further information will be released by the hospital or surgeon. Anatomic site: right hip. Implants involved: v40 lfit head 36mm +5mm cocr, accolade tmzf stem #3. Material reviewed: (B)(6) 2021: stryker pi report. Unlabeled/undated: x-ray ap hip with disassociated head from stem and marked wear of trunnion. Unlabeled/undated: intra-operative photo, open hip wound with metallosis in tissue/fluid. Confirmation: the event was confirmed. There was disassociation of an lfit v40 cocr head from a tmzf stem, with trunnion wear and severe metallosis requiring revision surgery. Root cause: while the root cause cannot be determined with certainty without examination of medical records, review of the implant lot numbers and perhaps examination of the explant. That said the root cause is likely liked to the lfit v40 head recall. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event was of disassociation and fretting was confirmed through medical review. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnion wear and metallosis were also observed. A stem, head, and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed that he can provide pictures, there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
It was reported that the patient's right hip was revised due to dissociation of the head from the stem. Intra-operatively, trunnion wear and metallosis were also observed. A stem, head, and liner were revised to a restoration modular stem construct with a new head and liner. Rep confirmed that he can provide pictures, there were no allegations against the revised liner, and that no further information will be released by the hospital or surgeon.